Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a corrupt hard drive. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.